Event description:
Customer reported that the insulin pump alarmed during prime. Customer stated the drive support cap is recessed and the insulin pump was not dropped or bumped. Blood glucose level 184 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a missing address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.